Manufacturer narrative:
Due to character limitation e1(initial reporter): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm the cs300 intra-aortic balloon pump (iabp) had battery malfunction. Batteries didn't last for pm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1, g4(PMA/510(k)#). Information regarding upgraded pump (cs300) were asked to customer, but no response received, if we received any further information then updated report will be sent a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that batteries drained quickly. To resolve this failure the fse replaced the batteries. The unit was then tested and passed all functional tests.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. UDI number for this complaint is unavailable because di number is not available for 0998-uc-0479-53 refurbished device.